Event description:
It was reported that this right ventricular (rv) lead exhibited increasing pacing thresholds and abnormal impedance measurements. A revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increasing pacing thresholds and abnormal impedance measurements. A revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 22 centimeters (cm). Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.